Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the unresponsive keypad issue. The keypad was peeling at the ok button and the bolus button was torn. The keypad was removed and contamination found under the up and contrast buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. Moisture was seen in the battery compartment. The pump failed a leak test at the bolus button. The pump case was opened and no moisture damage was found.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the keypad buttons were unresponsive after swimming that day. The patient reportedly noticed moisture behind the display and the pump did not advance passed the verify screen after changing the battery. The patient denied any damage to the rubber keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.